Manufacturer narrative:
The pump was received with a blank display due to open driver board of the lcd display. Unable to perform the displacement test, operating currents or off no power test due to the blank display. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the new replacement insulin pump they just received would not turn on. The customer stated they tried changing the batteries but it did not turn the device on. The customer's blood glucose level was 15 mmol/l. The customer was advised that the device would be replaced. The product was returned for analysis.